Event description:
Boston scientific received information that the right ventricular lead exhibited low out of range pacing impedance measurements of less than 200 ohms. High threshold measurements and loss of capture with less than two seconds of asystole were also observed. An x-ray was taken but did not yield any significant findings. Subsequently a revision procedure was performed where the lead was surgically abandoned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.